Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if any additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the vessel sealer extend (vse) instrument was used for a surgical task and stopped working. The customer used a backup instrument. The procedure was completed robotically with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal energy. No errors were found in the logs. The instrument was fully functional.